Manufacturer narrative:
Customer had an additional malfunction that stopped all insulin delivery on (B)(6) 2016. Customer reverted to using a travel loaner pump for diabetes management. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose level of 180 (mg/dl) and delivered a correction bolus. During troubleshooting with tandem technical support, customer was able to clear the malfunction alarm.